Manufacturer narrative:
(B)(4). Results: the nosecone of the ruby coil detachment handle (handle) was detached from the handle¿s body. There was no visible damage to the nosecone tabs that attach the nosecone to the body. Conclusion: evaluation of the returned device revealed that the nosecone of the handle was detached from the handle¿s body. However, the root cause for the detached nosecone could not be determined. There was no visible damage to the nosecone tabs that attach the nosecone to the body. The nosecone to the handle was re-attached by the penumbra investigator. Then the handle was functionally tested on the handle fixture and passed without an issue. Penumbra handles are visually inspected and 100% functionally tested during incoming inspection by quality. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a coil embolization procedure, it was found that the distal tip of the ruby coil detachment handle (handle) was completely separated from the handle upon opening of the packaging. The damage to the handle was found prior to its use and therefore, was not used for the procedure. The procedure was completed using a new handle.